Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump started alarming ''cassette not attached properly reattach cassette'' when the latch was closed and there was no cassette attached. The reporter noted that this happened after conducting the entire preventative maintenance (pm) service, and the pump was turned back on after the battery fallout alarm test was done. There was no patient involvement.

Manufacturer narrative:
D9: device received on 8/15/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found. The cause of the problem was a defective dso sensor, and it was replaced to fix the issue.